Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported angio-seal sts device locator was not inserted into the sheath because a kink was observed. The device was not used and was replaced by another angio-seal device. The replaced device was used without incident. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The size of the sheath ancillary used was 6 fr. There was no health damage to the patient. Hemostasis was successfully achieved by the second device. There were no other devices used with the involved product. Additional information was received on (B)(6) 2018. The locator was not inserted into the sheath because the locator had a kink.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.